Event description:
It was initially reported the patient had been transferred to the hospital for "cardiac problems" and presented with intractable spasticity. Follow up information was requested which indicated the patient's symptoms were suspected to be secondary to a uti. However, additional follow up with the hcp indicated the event previously thought to be related to a uti was withdrawal syndrome related to a catheter connection issue. The hcp indicated the patient experienced tachycardia, fever, and hypertonia. The patient had a CT dye study done at the hospital which indicated there was no leak in the catheter. Two months later, a dye study was performed, but they were unable to aspirate the side port. An MRI and CT done 11/2007 showed the catheter appeared normal. On a week later, the patient underwent surgery where a broken catheter connector was repaired. The hcp reports the patient recovered without sequela after being ill for two months.